Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) via a manufacturer representative reported the patient was having the pump and catheter removed on (B)(6) 2017. The patient said that her catheter got cut during another procedure and that the hcp stopped the pump. The patient had another manufacturer¿s stimulator implanted in march, and when the stimulator was implanted, another hcp cut the catheter of the pump. It was unknown what diagnostics/troubleshooting was performed. The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. The representative was unable to determine if the pump and catheter would be returned for analysis. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refers to the main device, other components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received a patient who was at one point receiving 100 mcg/ml of fentanyl at 4.00 mcg/day, 50 mg/ml of hydromorphone at 1.998 mg/day, and 10 mg/ml of bupivacaine at 0.4000 mg/day via an implantable pump. On (B)(6) 2017, it was reported that the patient's catheter had been cut by mistake during a surgery to implant a spinal cord stimulation (scs) device. According to the patient, their pump was turned off because the catheter was cut and since that time their pump has been alarming. The patient was given 8 mg of dilaudid and oral percocet after the catheter was cut. The patient reported that they had been going through withdrawal. The patient had been to the ER twice, once on (B)(6) 2017 when they were given clonidine and librium for withdrawal. The patient's intrathecal dose had not been titrated before the scs device surgery. The patient was given a prescription for clonidine and librium from their healthcare provider and was also given a prescription for a psych evaluation for dependency. Pump off authorization was requested by the patient's at-home infusion nurse. No further complications were reported.